Event description:
Patient at our hospital earlier this year for knee surgery. Patient contacted pt service rep recently and explained she had just come from her dermatologist's office. She indicated her orthopedic doctor had been called while at the dermatologist's office and that he had removed a "metal thing from my knee." Upon further investigation the "metal thing" was found to be a piece of the arthroscopy inflow cannula. Physician who removed the item was not the original surgeon. Physician who removed item has retained it. Manufacturer response for inflow cannula 19 1/2 mm tip, (brand not provided): manufacturer will be notified by means of this medwatch.